Event description:
The customer reported a pt experienced a burn at the grounding pad site during a cardiac ablation procedure. No further info was provided.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have been asked. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.